Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received inappropriate shocks due to t oversensing. Boston scientific technical services (ts) discussed reprogramming right ventricular sensitivity or placing a new rate/sense lead. The next day, an invasive procedure was performed. The rate/sense portion of this lead was replace with a separate rate/sense lead. The shock portion of this lead remains in service. No additional adverse patient effects were reported.